Event description:
It was reported that this ambicor penile prosthesis (app) was removed due to unable to pump up device and fluid loss. A new tactra device was implanted. No patient complications were reported.

Event description:
It was reported that this ambicor penile prosthesis (app) was removed due to device would not inflate and fluid loss from a cylinder was noted. A new tactra device was implanted. No patient complications were reported.